Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced a vibrate anomaly. It was reported that insulin pump did not vibrate even though the feature was turned on. Pump battery was not low. Insulin pump did not vibrate during self-test. Insulin pump would need to be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
Pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test however failed in vibration self test due to broken red wire vibrator motor connector. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.